Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI: (B)(4), serial: (B)(6), batch:5075909.

Event description:
It was reported that the patient's leads exhibited high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Reprogramming was able to restore effective therapy; therefore, this event is no longer reportable. Correction: b5 - surgery will not occur. This event is no longer considered to be reportable.

Event description:
Additional information indicates that no intervention was taken on the lead with high impedances and the patient has effective therapy; therefore, this event is no longer considered to be reportable.